Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 7104118/7104233

Event description:
It was reported that the patients pocket site was infected. The patient underwent an explant procedure and the explanted products were discarded. No further information could be obtained despite good faith efforts.